Event description:
It was reported by a customer complaint that the pt was hospitalized due to an incident of hypoglycemia. They could not be more specific as to what events lead to the hospitalization. The family is questioning the functioning of the device as it was left outside in the cold and the screen is not easily readable, they are unsure if it is pumping insulin correctly. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.